Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2021 the user can suddenly no longer hear with the device. It is considered to proceed with reimplantation.

Event description:
Since 18-oct-2021 the user was suddenly no longer able to hear with the device. The hearing performance was good beforehand. The user has been re-implanted .

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Since (B)(6) 2021 the user was suddenly no longer able to hear with the device. The hearing performance was good beforehand.the user has been re-implanted .

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that the device failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Explantation was carried out but the concerned device has not been received yet.